Event description:
It was reported by the customer, during a diagnostic procedure, the high-definition autoclavable camera head presented a blank screen/no image. No patient harm reported. No additional information was made available.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. However, kinks were found on the cable and image was wobbling due to a damaged coupled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no new information was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon (no image displayed) was due to failure of the camera cable. The cause of faulty camera cable could not be identified because no further information can be obtained. Olympus will continue to monitor field performance for this device.